Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
A retrograde treatment from pedal access was performed in the anterior tibial artery through the tibioperoneal artery and posterior tibial artery using a stealth 360 peripheral orbital atherectomy device (oad). Following a high speed treatment, the device stalled and became stuck in the vessel. The oad shaft was cut and a diagnostic catheter was advanced to dislodge the crown. The oad and guide wire were removed. The lesion was re-wired successfully and balloon angioplasty was performed. The patient was stable.

Manufacturer narrative:
H10 investigation findings code 4247: malfunction observed without conclusive findings. The oad was returned to csi. The reported event of stuck in vessel was unable to be confirmed. Analysis of the crown and driveshaft did not reveal any damage that would have contributed to the reported stuck in vessel. Review of the device data log confirmed the reported event of a stall near the end of the procedure. The root cause of the stall event was inconclusive. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).